Manufacturer narrative:
Updated become aware date from january 15 2021 to november 20 2020 due to information discovered in the case.

Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Updated become aware date from (B)(6) 2021 to (B)(6) 2020 due to information discovered in the case. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.